Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. Insulin pump had moisture damage found on electronic assembly. No constant tone noted. Insulin pump passed all test, no unexpected error alarm noted. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was exposed to moisture. Customer stated that he put his dirty clothes in the washer along with the insulin pump. Customer stated that the devise alarmed unexpected restart and could not be cleared as the buttons were not responding. The device has a constant tone. Blood glucose value is 113 mg/dl. Nothing further reported.